Event description:
An endurant stent graft system was implanted in a pt for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as non-tortuous and non-calcified. During the post-angiogram study, an endoleak, described as quick jetting from a focal point, was observed at around 1.5 cm below the start of the fabric (below the renal arteries). The physician thought there was an endoleak originating from a type iii endoleak, fabric. In one of the imaging studies, an endoleak was evident after contrast was injected inside the stent graft. Since the contrast did not yet appear outside the device, the physician believes the endoleak is coming from the fabric rather than a type I endoleak. Another manufacturer's iliac extension covering the type iii endoleak and a 14 mm iliac occluder were implanted in the contralateral limb. It was reported that the pt later expired from multi-organ failure and coagulopathy. The physicians do not relate the death to the intervention, as the pt was in a very poor condition upon arrival. Please note that this device (catalog (B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak, death). Results/conclusions: (pre-operative ruptured aneurysm).